Event description:
It was reported that the customer had a communication error on the insulin pump. The customer's blood glucose level was 240 mg/dl. The customer stated that the temp basal was not programmed before the a47 alarm and the insulin pump was stored without battery. The customer reported that the insulin pump was not in spanish language and alarm did not occur during the normal use. It was explained to customer that is the normal insulin pump behavior. The troubleshooting was performed. The customer was advised to discontinued the using of the insulin pump and it will be replaced. No further information was reported.

Manufacturer narrative:
The pum passed the displacement and error tests. The pump was monitored, and no alarms were noted. Unable to upload the pump to carelink due to an alarm in the alarm history, which was due to a corrupt history file. The pump also had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).